Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Product ID: (B)(4), product ID: mc1vr01-delsys .product event summary: system returned with the device deployed. Recapture is not possible due to the shaft being kinked and the device sheath kinked and the tether pin missing. Tether pin has been torn from strings and not returned. Blood is visible on shaft and sheath. Damaged at procedure. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after several trials, the physician was unable to recapture the leadless implantable pulse generator (ipg). The patient was transferred from the catheterization laboratory to the heart operating room where the complete system was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.